Event description:
A medtronic representative received a report from a site that while in a spine procedure, they performed an imaging system spin and were accurate when navigating on the first side, however, on the second side, alleged being inaccurate. No specific measurement was provided. The site noted the reference frame did to spring up to fully lock on the percutaneous pin and was able to move side to side. The site performed a new spin, with a different frame, and deemed being accurate. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Further engineering review of the manufacturing records of the device showed no anomalies. Based on this information, there does not appear to be a manufacturing issue.

Manufacturer narrative:
Patient identifier not made available from the site. Return requested. Replacement percutaneous reference frame shipped to site (B)(6) 2015. Medtronic investigation of returned suspect percutaneous reference frame finds that when connected to a known good percutaneous pin the frame seated properly. With markers attached and fully seated, the frame returned good geometry and divot error readings. No problem found. No fault found. (B)(6) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The medtronic representative performed an o-arm 1000 imaging system spin on blue spine model, navigated accurately on spine. Reported issue could not be replicated. (B)(6) 2015 - a medtronic representative, following-up at the site, reported that the surgeon said that patient has left thigh numbness after the procedure.